Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation in the atrium, causing cardiac tamponade. Also, lead exhibited high pacing thresholds. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned in two segments, severed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of perforation and/or cardiac tamponade. The high capture threshold allegations were not confirmed, based on normal lead resistance measurements and inspection that showed no conductor issues.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation in the atrium, causing cardiac tamponade. Also, lead exhibited high pacing thresholds. A new ra lead was successfully implanted. No additional adverse patient effects were reported.